Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture (loc) and high threshold values at 4.5v. Subsequently a new lead was successfully implanted. No additional adverse patient effects were reported.